Event description:
It was reported that an x-ray confirmed that the ventricular lead had dislodged. The lead was repositioned. There was no adverse consequences to the patient. The patient's condition post procedure was stable.